Manufacturer narrative:
The device in question was returned to olympus for investigation. The investigation revealed the c-cover was missing from the control body causing the objective lens and instrument channel tip to become exposed and sharp around the edges. Olympus was unable to determine the root cause of the missing c-cover. However, based upon the appearance of the melted glue on the control body and the distal end of the bending section being partially melted, it is assumed the c-cover became dislodged when excessive heat was added. There was also that damage observed on the objective lens, light guide lens and instrument channel tip. The instrument channel was noted to have evidence of scorching on the distal section of the channel wall. In addition, the image on the scope was displaying vertical striation marks which indicated that the glue that bonds the lenses of the charge coupled device unit were damaged from excessive heat. Olympus attributed these phenomena to a physical damage as a result of using an argon plasma coagulation system in a combustible environment, thereby causing a flash fire to occur.

Event description:
The hospital reported a patient was burned due to a flash fire which occurred during a bronchoscopy. The procedure was not completed and the hospital would not provide any further details regarding this event.